Event description:
Note: this report pertains to a spyscope ds and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary on (B)(6), 2020. According to the complainant, prior to the procedure and post sedation, the physician noticed that the spyscope ds and the spyglass ds controller did not provide any image. There was no diagnostic image or overlay visible. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.the patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spy ds controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover had cosmetic damage, and the front panel was cracked. The dvi and y/c video outputs were both damaged. The air intake fans seized up causing the unit to shut down. Fluid ingress was also noted. There was corrosive damage requiring a housing change-over. Two air intake fans were replaced. A conductor cable, front panel, and keypad were replaced. The light engine was disassembled. The socket assembly and catheter interface contacts were cleaned. The y/c video output connectors and dvi video output connector. Were replaced. The power entry module, top cover and cover gasket were replaced. Miscellaneous hardware for housing change-over was also replaced. The reported event was confirmed. Upon analysis, air intake fans can become seized if dust builds up in the unit, and fluid ingress into the unit could be a result of cleaning the unit over time. It is possible these conditions could be a result of reprocessing the unit over time. Based on the described device condition, the probable cause selected for this complaint is cause traced to maintenance, which indicates problems traced to improper routine or preventative maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a spyscope ds and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary on (B)(6), 2020. According to the complainant, prior to the procedure and post sedation, the physician noticed that the spyscope ds and the spyglass ds controller did not provide any image. There was no diagnostic image or overlay visible. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.